Event description:
It was reported that a new ams 800 artificial urinary sphincter (aus) balloon was tried and not used because it was defective. No further issues were reported in relation to this issue.

Manufacturer narrative:
Malfunction was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon performed within specifications. The balloon pressure tested at 67.4 cm h2o. The specification is 61-70 cm h2o. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a new ams 800 artificial urinary sphincter (aus) balloon was tried and not used because it was defective. No further issues were reported in relation to this issue.